Manufacturer narrative:
Concomitant product: dtba1d1, implanted: (B)(6) 2014; 407652 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the distal portion of the capped left ventricular (lv) lead has now been explanted.